Manufacturer narrative:
Investigation: our quality engineer inspected the sample provided. Bd received one opened unit from lot number 9193539. The unit was disassembled, and all parts were present. Through the microscopic evaluation, the tip revealed what appears to be a crater and damage along the length of the tubing. The damages seen on the catheter tubing are commonly caused when inserting the needle into the catheter. The needle will scrape along the inside of the tubing damaging it. This can happen during use (user environment) or when combining the catheter and needle assembly (manufacturing). Due to the package being opened and the unit having been used, bd cannot determine if the damage took place during use or the assembly process. A device history record review showed no non-conformance's associated with this issue during the production of this batch.

Event description:
It was reported that an unspecified number of bd insyte¿ autoguard¿ winged shielded IV catheter 24ga 0.75in (0.7 x 19 mm) insyte autoguard experienced catheter difficult advancement/would not advance during use. The following information was provided by the initial reporter: material no.: 381512. Batch no.: 9193539. It was reported the catheter had bubbled at the end which caused threading difficulties. Per email: 24g IV 0.75inch catheter checked before insertion. After insertion, catheter would not thread. Catheter removed and found that it had bubbled at the end. This has happened multiple times with the 24g catheters both 0.75 and the .56inch.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd insyte¿ autoguard¿ winged shielded IV catheter 24ga 0.75in (0.7 x 19 mm) insyte autoguard experienced catheter difficult advancement/would not advance during use. The following information was provided by the initial reporter: material no.: 381512 , batch no.: 9193539. It was reported the catheter had bubbled at the end which caused threading difficulties. Per email: 24g IV 0.75inch catheter checked before insertion. After insertion, catheter would not thread. Catheter removed and found that it had bubbled at the end. This has happened multiple times with the 24g catheters both 0.75 and the .56inch.